Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patients concerns with the product.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patients concerns with the product.¿ the device has been explanted.